Event description:
Pt was on cadd legacy pump (smith and nephew) for delivery of veletri IV therapy for severe pulmonary hypertension. The pt reported multiple instances of pump malfunction, which would stop the delivery of the medication (which is deadly). The majority of the times, the pt was able to address the alarm and reprogram the pump/troubleshooting the alarm. In addition to the frequent pump malfunction, the pt also reported difficulty hearing the alarm since the device relied solely on an audible alarm which was not loud enough to alert the pt in scenario where background noise was present. The pt called actelion pharmaceuticals and accredo to report this issue, however, the pt was informed this was the only pump available for the delivery of this medication. The pt was on vacation and was on the beach with her husband in (B)(6). It was reported that it was a windy day on the beach with a rough tide, causing background noise. The pt started to not feel well and walked to the car. When her husband met her there after gathering up the beach chairs, she was found pulseless and it was noted that her pump was quietly alarming. CPR was initiated, the pump was restarted, and the paramedics arrived; however, since this medication has only a 6 minute half life, too much time had passed without delivery of the medication due to the malfunctioning and inadequate alarm system of the pump. The pt was pronounced dead shortly later at the hospital. Dates of use: (B)(6) 2013 - (B)(6) 2016. Diagnosis or reason for use: pulmonary hypertension. Is the product compounded? Yes. Is the product over-the-counter? No.